Event description:
It was reported that the stent detached during a thrombectomy procedure and remained in the patient. No patient injury reported.

Manufacturer narrative:
The pushwire was returned with for analysis. Analysis of the break point showed the failure of the delivery pushwire occurred due to overload. Stent separation. (B)(4).